Event description:
During an abdominal laparscopic procedure, the surgeon used the l-shaped hook electrode, 5mm, 32cm, to cauterize an area on the uterus. When pulling the instrument back (and camera) he noted a small thermal burn to the fallopian tube. Upon removal of the instrument from the pt a defect was noted on the instrument. It appeared to be a small area of insulating material had melted, no exposure of internal structure was noted.